Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify a35 alarm due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was over 300 mg/dl and 500 mg/dl. The customer also reported that the insulin pump received a motor error and a motion sensor test failure. Customer reports they were able to clear the alarm. Customer was not able to complete rewound. The customer was advised to refer to back up plan. The device will be returned for analysis.